Event description:
The customer contacted beckman coulter inc (bec), to report 2 ml dripped from the probe of the act diff instrument and noticed diluent dispensed into a patient sample tube while running in, while blood mode. Blood, controls, clenz, or diluent may have leaked from the probe. The customer was wearing personal protective equipment (ppe), consisting of a lab coat and gloves. Patient results were not impacted by this event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds, were reported. No death, injury or changes to patient treatment attributed, are associated with this event. The customer did not review the msds; however, the facility has an exposure control or risk management plan in place.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) found the diluent filter was loose, which caused the sample probe to leak. The fse tightened the diluent filters (luer lock fittings) and that resolved the issue. The cause of the event was the loose diluent filters. (B)(4).